Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2011. The information obtained from the device showed the device failed a weekly self test on (B)(6) 2011 because of a low battery. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.